Manufacturer narrative:
Additional information received on 4/8/2019, indicated that the patient scheduled for removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 17, 2020, indicated that the date of explantation moved to (B)(6) 2021. Patient will have removal only. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 11, 2021 additional information received indicated that the patient removed the device on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 2, 2021 indicated that the patient experienced bilateral deflation. As a result the patient underwent bilateral replacements with unknown implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 12, 2021 mentor became aware that initial report mistakenly reported the reporter as user facility. Manufacturer¿s reference number: (B)(4) reporter source was health professional.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on july 20, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 2.5 cm. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 300cc saline breast implants which the right side deflated after implantation. Patient visibly noticed right saline breast deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.